Event description:
The facility reported a colleague infusion pump with failure code 804:26. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. The facility reported that there was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 804:26 was confirmed and not reproduced during product evaluation. The cause of the reported condition was attributed to being user induced but a definitive root cause is unknown at this time. Since an assignable cause was not definitive during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the reported condition of a colleague infusion pump with a failure code 804:26 was confirmed during product evaluation by baxter service personnel. Upon review of the event history log by quality engineering, it revealed that failure code 804:26 is a software failure. The assignable cause of this condition is unknown and no repair was required.